Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip and missing reservoir tube o ring. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer¿s blood glucose level went as high as 467 mg/dl on the morning of (B)(6) 2017. Customer¿s current blood glucose level was 105 mg/dl. Customer attempted to treat their high blood glucose level via insulin pump but instead treated via manual syringe. Troubleshooting for high blood glucose was performed. Customer advised they felt sick to their stomach. Customer advised they had contacted their healthcare provider in relation to their high blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised pieces of the reservoir came out and the sensor cannula popped out of their side. Customer advised they had no air bubbles, no leaks and the cannula was not bent. Customer advised something felt sharp inside the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.